Event description:
I used icy hot heat pack on my back and it caused burning and I had to remove it and get in the cold shower to stop the burn. I threw away the remainder of them. Dates of use: 2007 removed within min. Diagnosis: arteritis. Event abated after use stopped: yes.